Event description:
It was reported that during an implant procedure, when the physician opened the packaging prior to implanting the lead the physician felt that the lead was bent too acutely to implant. There was no attempt to implant the lead and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the tip was bent.